Manufacturer narrative:
(B)(4). Date sent: 03/11/2020. D4: batch # t5dx13. Additional information was requested, and the following was received: event details states that event occurred during procedure on (B)(6) 2019 and procedure date field states (B)(6) 2019, could you please confirm the correct event date? (B)(6) 2019 could you please clarify if there were any patient consequences? No consequences device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Photo investigation summary: three photos were received. The first photo shows tissue piece on a gauze and some staples can be seen in the tissue. The second photo shows tissue piece with some staples and appears to be properly formed. The third photo shows a device with a green reload loaded from anvil area and the reload can be seen fully fired. Based on the photos reviewed, the event describe is confirmed, however, no conclusion or root cause could be determined. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event details states that event occurred during procedure on (B)(6) 2019 and procedure date field states (B)(6) 2019, could you please confirm the correct event date? Could you please clarify if there were any patient consequences?

Event description:
It was reported that during a sigmoid colectomy, a contour was used to cut/staple a sigmoid colon. The staple formation was incomplete, as it seems that there are three rows of staples on one side of the staple line. Upon entrance of the circular stapler, it appeared that the stapled distal part of the sigmoid colon was not closed properly by the contour stapler.